Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had intermittent drawer failure. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 26-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer had failed. A field service engineer (fse) addressed intermittent failures in drawer 2.2 by reseating the bus and retractor band cables and testing the drawer. Upon inspection, the external bus cable was found frayed and replaced. The pharmacist logged in and successfully inventoried the drawers to confirm proper functionality. Fse performed proactive inspection process. The system functioned as intended after the field service engineer repaired the device.